Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr) he checked the oxygen (o2) pounds per square inch (psi) and it is in tolerance. He also performed release testing on the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications.

Event description:
It was reported that the unit displayed a low oxygen message. No other details regarding the nature of this event were provided.